Event description:
It was reported that the 9900 system touch screen would not work and the images were distorted during a case. Also, the system was hard to steer. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The touch screen monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.